Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified fistula arteriosus. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst under normal working pressure for a few seconds upon first inflation. The device was removed as usual and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
H6. Updated evaluation conclusion code.

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified fistula arteriosus. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst under normal working pressure for a few seconds upon first inflation. The device was removed as usual and the procedure was completed with another of the same device. No complications reported and the patient is stable.